Manufacturer narrative:
Two opened/used enlite sensors were visually inspected found both sensors cannula retracted inside sensor base. It is unknown if the customer received sensors in said condition due to sensor were returned opened/used. One sealed sensor and was tested and it passed per specification.

Event description:
It was reported via phone call, the sensor wouldn't connect to the transmitter. Sensor was removed and a new one inserted same issue reoccurred. The sensor was removed and it was noted the electrode was missing on the sensor. This was third sensor used. The sensor is returning for analysis.